Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom technical support on (B)(6) 2014 to report that the receiver screen did not display the trend graph while she was sleeping on (B)(6) 2014. Patient stated she was unsure of which alerts/symbols were displayed while she was asleep. However, while on the phone with technical support patient reported that the receiver was reading again and was working fine. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.